Manufacturer narrative:
Unit was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit was received with cracked case at display window corners. Unit was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not performed. The device was returned for analysis.